Event description:
New information received notes programming changes were to be completed at the patient's next visit in clinic. The patient was being monitored. The patient was stable before, during and after the event.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. Ther were no reported patient consequences.